Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image on monitor. The issue occurred during preparation for use for an unspecified colonoscopy procedure. The procedure was completed using the same device after connecting the cable to the correct port with 30-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can presumed to have been because of wrong connection of the cable. Olympus will continue to monitor field performance for this device.